Event description:
Reporter alleged that he obtained a result of 64 mg/dl on the compact plus system and then began to feel numb. Reporter stated that an ambulance was called and when they arrived they obtained a result of 245 mg/dl on their system then gave the customer candy. Reporter stated that he was taken to the hospital where a result of 248 mg/dl was obtained on the hospital system and he was treated with an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.